Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were impendences out of range on electrodes 0-7; it was unknown which lead that applied to. The rep performed impedance testing and reprogramming. It was noted that the issue was not resolved at the time of the report and it was unknown if surgical intervention was planned. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the cause of the out of range impedances was unknown. The rep reprogrammed the ins and the patient was getting good coverage. It was noted that the out of range impedances were not resolved. No further complications were reported/anticipated.